Event description:
It was reported that during patient treatment, the measured value of peep (positive end expiratory pressure) was higher than set value. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported issue could not be duplicated. The ventilator passed pre-use check and was cleared for clinical use. No parts were replaced. Evaluation of received event log found several alarms for peep high and paw high. The alarms indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. According to the test log, the ventilator passed the pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion based on the log evaluation, is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause has not been determined.